Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient previously had depuy total hip. Revised on (B)(6) 2012 to the item listed above. The depuy cup/liner were left. Revised again on (B)(6) 2014. Implanted rest mod calcar/conical revision hip stem and 36 ceramic head. Removed depuy acetabular screw and liner. Replaced with new depuy liner removed cerclage wire. Stem or head did not show any sign of defect.

Manufacturer narrative:
An event regarding revision involving a secur-fit stem was reported. The event was not confirmed. The device was not available for evaluation. Device history review. The reported device was accepted into final stock with no reported discrepancies. Complaint history review not performed as a reason for revision was not provided. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that patient previously had depuy total hip. Revised on (B)(6) 2012 to the item listed above. The depuy cup/liner were left. Revised again on(B)(6) 2014. Implanted rest mod calcar/conical revision hip stem and 36 ceramic head. Removed depuy acetabular screw and liner. Replaced with new depuy liner removed cerclage wire. Stem or head did not show any sign of defect.